Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for three (3) unknown cortex screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a proximal tibia revision surgery performed on (B)(6) 2018 for removal hardware proximal tibia plate due to pain. The one (1) proximal tibia plate, four (4) 3.5 mm variable angle locking screws, and three (3) 3.5 mm cortex screws were removed whole and intact. The original surgery was performed on (B)(6) 2017. The revision surgery was successfully completed. No surgical delay or patient harm were reported. Patient outcome was reported as complete. This report is for three (3) unknown cortex screws. This is report 3 of 3 for (B)(4).